Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced ventricular fibrillation. The patient was admitted in and left heart catheterization revealed a totally occluded circumflex artery and multiple stenosis of the left anterior descending artery. The impella cp was placed preoperatively for percutaneous coronary intervention. Thereafter, while removing the insertion sheath, the catheter was inadvertently push in and the patient experienced ventricular fibrillation arrest. The patient was shocked twice, back to normal rhythm, and the impella cp pump was repositioned. The catheter was properly secured after obtaining optimal position to prevent ectopy. Additional information noted that after two days of support, the family withdrew care and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome. Patient's peri-procedural condition was critical.